Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, it was reported that an rv lead failure alert occurred for the second time, after the lead had previously been programmed back to bipolar. Other values appeared to be within normal ranges. Lead remained actively implanted until (B)(6) 2019, when it was capped and replaced due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.